Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician prepared a taxus express2 2.5x20mm drug eluting stent for implantation, but after he flushed the catheter, he noted that a part of the stent strut was lifted up. The procedure was completed with another taxus stent, same size. No pt injuries or complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.